Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there were 2 tubes that were clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: did the specimen needed to be recollected? The patient was stuck for blood for a third time utilizing a blue top tube from a different lot and fresh straight stick needle for successful collection of noncoagulated blood. Did exposure to blood/ bf occur? Not that I am aware. Does any patient or technician was injured or affected by this defect? No. 18. How many individuals were affected? Only one patient was involved. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details re-collect. Customer states this lot is clotting as soon as the blood enters to the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 01-aug-2023. Investigation sbd received 76 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. Customer return testing: all customer returned samples were visually inspected, with no issues identified. Additionally, 5 customer returned samples were tested for additive quantity. All results were within specification. Retention sample testing: retention samples were visually inspected, with no issues identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there were 2 tubes that were clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: did the specimen needed to be recollected? The patient was stuck for blood for a third time utilizing a blue top tube from a different lot and fresh straight stick needle for successful collection of noncoagulated blood. Did exposure to blood/ bf occur? Not that I am aware. Does any patient or technician was injured or affected by this defect? No. 18. How many individuals were affected? Only one patient was involved. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details re-collect. Customer states this lot is clotting as soon as the blood enters to the tube.